Event description:
Report received of an under-delivery of lipids due to programming error. According to the customer contact, the lipids were ordered to infuse at 12ml/hr. The pump was programmed to infuse at 1.2ml/hr. It was not known how long the pump was infusing before the error was discovered. There was no reported adverse pt event. Though requested, there was no further info available.